Manufacturer narrative:
This device was not returned to heartsine technologies so no investigation was possible.

Event description:
There was no patient involved in this event. This device malfunctioned because the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.